Event description:
It was reported that sharps container 1.4 qt home was missing label information. The following information was provided by the initial reporter: material no:323487 batch no: unknown. It was reported that the consumer is upset because this product is labeled as a "mail back sharps container bd sharps disposal by mail" and it did not come with the mail back box or instructions.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for label information missing due to unknown lot number. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown the customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that sharps container 1.4 qt home was missing label information. The following information was provided by the initial reporter: material no:323487, batch no: unknown. It was reported that the consumer is upset because this product is labeled as a "mail back sharps container bd sharps disposal by mail" and it did not come with the mail back box or instructions.